Manufacturer narrative:
Catalog #: a complete catalog # is unknown as the serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). Iol remains implanted. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the complaint product remains implanted; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: during the manufacturing record review found no product deficiency was identified. The lens was manufactured according to specifications. A review of complaints revealed that no similar complaints were received for this production order number. Historical data analysis: the complaint history could not be performed since the serial number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the doctor noticed a very small scratch on a pcb00 intraocular lens (iol) after it was implanted in the patient's operative eye. The doctor believes that the scratch will not affect the patient¿s vision. The patient is scheduled to be seen back at the doctor's office within the next couple of weeks. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.